Manufacturer narrative:
Correction: new information received noted that the originally implanted lead was previously reported in 2017865-2021-25684. B5- related manufacturing reference number not needed . D10- concomitant product not needed.

Event description:
Related manufacturer reference number: 2017865-2021-26757. New information received noted that the lead was to be implanted because the existing right ventricular lead had exhibited noise. The lead was left in place and replaced by the lead that required multiple implant attempts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a right ventricular lead was found to be damaged during the initial implant due to multiple attempts to place the lead and use stylets. Physician suspected lead friction and trauma throughout the lead. The lead was exchanged to complete the procedure. Patient was stable and had no consequences after the event.